Manufacturer narrative:
(B)(4). The device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion with mild tortuosity and mild calcification in the proximal left anterior descending (lad) coronary artery. The protective sheath was removed with some resistance noted from the 3.5x15mm nc trek balloon. The nc trek was delivered for post-dilatation, but during inflation the balloon was not filling with contrast despite inflation to 8 atmosphere (atm); therefore, the balloon was deflated. A second inflation was performed to 8 atm, but once again the device was not filling. The nc trek was removed from the patient and cleaned with saline and inspected. Outside the patient, the balloon was inflated to 24 atm at which point the balloon ruptured; however, the balloon folds never expanded in spite of it bursting. The procedure was completed (post dilatation) with a non-abbott non-compliant balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.